Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Approximately 14 years post-implantation, the patient was revised to a rotating hinge knee due to instability and hyperextension. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen femur g - unknown. Unknown - unknown nexgen tibia 6 - unknown. G2: foreign - event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgical notes: medial parapatellar approach, excision of osteophytes, removal of tibial staples x2, tka cemented, full rom, balanced ligaments, patella tracking, no intraop complications identified. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusion or information, a supplemental report will be filed accordingly, zimmer biomer will continue to monitor for trends.

Event description:
No further event information available at the time of this report.